Event description:
It was noted that the device was disabled prior to the explant. It was indicated that the explanted device was discarded.

Event description:
Report was received from patients mother that the physician had attributed the patient being sick after surgery to the intubation during surgery. The patient presented with a new seizure type with the vns stimulation. The "patient's" mother later reported that the patient went into septic shock due to ingesting foreign material from the vns surgery, as the surgeon left a needle inside of the patient.

Event description:
It was reported that the patient still has issues with eating, vomiting, and choking because of being implanted with the vns (although vns generator explanted in 2021). She reports the patient still has aspirated material in her lungs voluntary medwatch report received mw5114106. The voluntary medwatch reports that while intubated during surgery the patient aspirated and was injected with hydromorphone and vancomyacin. She still has injected material with he head of a needle by her neck.

Manufacturer narrative:
D5. Describe event or problem; corrected information; information was received prior to submission of supplemental emdr #3.

Event description:
Information received from the patients mother that the patient has had a serious impact mentally, physically and emotionally with device implanted.

Event description:
Confirmation of voluntary medwatch submission mw5099342 was received.

Event description:
Information was received from the patients mother that after the patient was implanted the patient went home and started vomiting and could not breathe. The patient aspirated during surgery and had to be "revived." The patient was noted to have asthma and the mother noted that the patient should not have been implanted with vns. Further information was received noting that the patients device was never programmed on and had remained off after the surgery. Medwatch report was submitted by patients mother and was received and noted that the patient's implant surgery took 3 hours and was noted to be 90 minutes at most. The patients mother noted that the patient had aspiration pneumonia, bilateral pneumonia, and been vomiting and was told that it was due to the anesthesia. Further information was received from the patients mother noting that the patient was hospitalized from (B)(6) 2019 - (B)(6) 2020 for bilateral pneumonia from aspiration.

Event description:
Patient's parent reported that the patient had aspiration pneumonia due to the vns surgery and was kept in the hospital for several days. The patient was not able to eat or drink after implant. The patient could not swallow, talk, and was choking and vomiting following their vns surgery. The patient was noted to have been dehydrated due to the vomiting and that the vns device was not working at the treating the patients seizures. The patients output current was increased, and it was noted that the patients seizures and vomiting worsened. The physicians office noted that they do not have an assessment on the reported events. No other relevant information has been received to date.